Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties is undetermined. The subsequent treatment appears to be related to procedure circumstance. Reportedly, the device had resistance when attempting to close the lever and force was applied to close it. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not apply excessive force to the lever when opening the foot and returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is not known if the IFU violation contributed to the reported difficulties with the device. In this case, based on the returned device analysis, it is possible, the plunger was inadvertently pushed distal prior to the attempt to close the foot. If the plunger is not retracted fully the follower will slide into to the lever channel preventing rotation to bring back the foot. The is the condition the returned device was found and matches the physician comment, ¿the resistance was not like it was stuck in tissue.¿ based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an electrophysiology ablation procedure using a 6f sheath. Reportedly, the lever was lifted to deploy the foot. The physician wanted to reposition the device; therefore, the lever was attempted to be lowered to retract the foot but the lever would not close. The lever was eventually able to be closed by applying more force than usual. The physician stated that the resistance was not like it was stuck in tissue but seemed to be a mechanical issue with the device itself. Another perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method- excessive force was added to capture applying more force than usual to lower the lever.